Event description:
It was reported that the ventilator¿s safety stop button for the positive positive-end expiratory pressure (peep)value was not available to increase past 7cmh20. The patient involvement is unknown. (B)(4).

Manufacturer narrative:
The hospital performs their own service. No service on the ventilator has been requested. No ventilator logs have been provided and information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
(B)(4).